Event description:
Pt's wife reported pump malfunction prior to infusion on sunday (B)(6) 2026. Pump broke while trying to wind up the tab for infusion. Pt did not experience adverse event as a result of pump malfunction. Pt was not able to infuse due to pump malfunction (missed dose/interruption in therapy). Hizentra indication - common variable immunodeficiency, unspecified. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if device available for return. No further info/details or dates available.